Event description:
The customer reported bending rubber fell off during maintenance involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.